Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 536mg/dl, 314mg/dl, 202mg/dl and 162mg/dl. No reported symptoms. The customer took actos after obtaining the 162mg/dl blood glucose result. No adverse event reported. New system sent to customer and return requested.